Event description:
Defective hologic, brevera stereotactic needle setup. While priming the saline through the tubing prior to the procedure, the saline would not advance through the tubing more than halfway. Lot #24d03r.